Manufacturer narrative:
The reported field event of failure to capture was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for an implant procedure. During the procedure, loss of capture was noted after connecting the lead to the pacemaker. The physician connected the lead to the pacing system analyzer and the lead successfully captured. The physician determined this was a pacemaker issue and replaced the device. The procedure was completed successfully with no consequences to the patient.